Event description:
Related manufacturer reference number: 2017865-2022-40761, related manufacturer reference number: 2017865-2022-40762. It was reported a patient's pacemaker, right ventricular (rv) lead, and atrial lead presented with an infection. The system was explanted in a procedure on 26 sep 2022. Post-procedure the patient was stable.